Manufacturer narrative:
The initial MDR 1226181-2016-00222 was filed on april 14, 2016. Additional information (04/29/2016): in the initial MDR it was stated that, it is unknown if the initial reporter also sent the report to FDA. This information was obtained and is updated (B)(4).

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they observed level sense errors on the sample tubes with sufficient sample. The customer also stated that the reagent management system (rms) trays had mis-position errors. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample cable conduit and level sense printed circuit board (pcb). The cse cleaned the rms shuttles, lubricated and repositioned it. The cse also cleaned the rms reagent tray home sensor and performed mechanical alignments. The cse ran a system check and quality controls, which were acceptable. The cause of the discordant, false negative hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it as the patient was pregnant. A new sample was obtained from the patient two days after the original sample and was tested on the same instrument, resulting positive. The original sample was also repeated on the same instrument, resulting positive. The corrected result obtained on the redraw sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.